Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation mmdg was able to confirm the complaint of the downstream occlusion alarm not working. The strain beams required replacement and after this was completed the pump alarmed correctly. The pump was serviced and returned.

Event description:
The initial reporter stated that the pump was not alarming during the occlusion test. The initial reporter also stated that this occurred during testing and so there were no effects to a patient. (B)(4).